Manufacturer narrative:
(B)(4). Additional information: the nslg2c35 package was visually inspected. The tyvek lid had a large rip that was caused by an impact from the outside. The event description states that the box was reported as being ripped but condition of the carton and shipper box could not be verified because neither was returned. It is suspected that the damage was caused by forklift tines thrust through the carton and into the package that was nearest the outer edge of the carton. The size and shape of the damage was consistent with forklift tines. All packages are 100% inspected immediately after sealing before placing them into the sales unit carton. Random quality inspections are performed. The damage that occurred is inconsistent with internal packaging process and handling. The damage is not consistent with dropped product, which would have crushing type of injury and would not likely have ripped tyvek. Finished product is never handled using a forklift at the packaging facility. Complaint event is confirmed and is attributable to handling external to the packaging facility.

Event description:
It was reported by the affiliate that prior to an unknown procedure, the device shipped to the customer and the box was reported as being ripped. On closer inspection, only one of the devices was damaged through the sterile packaging. All of the remaining units were intact. The rest of the box how now been completely used by the account with no problems. However, this device could not be used as the sterile packaging was ripped. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.